Event description:
The manufacturer received information from a customer that the trilogy evo device needed preventative maintenance performed on it. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device was returned and evaluated by philips service technician. The device evaluation found that the system leak verification test step had failed while performing the preventative maintenance on this device. The philips service technician evaluated and determined the muffler assembly had caused the system leak verification test step to fail on the device. The philips service technician replaced the device's muffler assembly to address this issue. Additional findings not related to the malfunction/issue the philips service technician proactively replaced the air inlet foam filter and particle filter for this device. After replacing the parts on the device, the philips service technician performed the final and run-in tests, along with the battery and valve checks. The philips service technician determined the device was operating properly and it was cleaned.